Event description:
Wire was knuckled and physician was trying to advance the wire but it would not go. When attempting to remove the wire, the tip broke off in the patient's artery. Broken tip was jailed with a stent. No adverse affect to the patient.